Manufacturer narrative:
A ge rep evaluated the system and replaced the foot pedal and controller pcb. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the foot pedal and handswitch are not working. No pt injury was reported.